Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
Customer reported a broken device.

Manufacturer narrative:
Corrections: please refer to section h6 (results and conclusion codes).

Event description:
Customer reported a broken device.

Event description:
Customer reported a broken device.

Manufacturer narrative:
Corrected field: lot no. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received screwdriver shows signs of repetitive usage as evidenced by worn out and discolored surface. The tip of the movable blade of the screwdriver is broken and was not returned. The breakage surface shows the typical structure of a brittle fracture (smooth surface, no plastic deformation), most probably due to a bending or torsional overload applied during use. To prevent the bending, the device is laser-marked with the printing do not lever on the screwdriver sleeve. Furthermore, a hardness test according to (B)(4) on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user-related issue. The breakage shows signs of torsional or bending overload applied on the screwdriver during use. It can be added that since the device was manufactured approximately 12 years ago, normal wear and tear may also have contributed to the event. If more information is provided, the case will be reassessed.